Event description:
Attorney reported: in 2004, the pt was diagnosed with an incisional hernia which was surgically repaired using a bard composix kugel mesh patch. The next day, subsequent to the surgery, the composix kugel hernia repair patch that the doctor implanted in the pt's abdomen, she began experiencing intermittent bouts of abdominal pain. The following month, the pt underwent a CT scan which showed intrapelvic fluid and was suspicious for a large abscess. The pt thereafter had intermittent bouts of drainage which required packing of her wound, and hospitalizations for debridement. In 2008, the pt was hospitalized. The pt's surgeon performed wound exploration and removal of mesh. Eight days later--the pt underwent removal of a hematoma at the operative site, and she continues to have problems and is receiving medical treatment. The pt suffered from pain, mental anguish, inconvenience, physical impairment, disfigurement, loss of capacity to enjoy life in the past, and will suffer pain, mental anguish, inconvenience, physical impairment, disfigurement, loss of capacity to enjoy life in the future.

Manufacturer narrative:
Medical records provided to date have been reviewed, and provided additional info. In 2006, the pt underwent a wound debridement of the old hernia incision site wound. The postoperative diagnosis was consistent for a stitch granuloma. The operative report from 2008 procedure states, "we excised the chronic granulation tissue down to the mesh. The mesh seemed to be involved with this, so we elected to proceed with resecting the mesh." "We resected it in its entirety". The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for evaluation; however, based on the currently available info, no bard mesh device failure occurred, and there is no indication that the pt's post-operative complications were caused by the bard mesh.